Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to baseplate failure. Reportedly, the tt peg failed to osseointegrate. Previous surgery is unknown, as well as complete product information of original implant. During revision, the surgeon removed the loosened pre-existing glenoid components: smr glenoid baseplate small-r (part number 1375.15.605), smr glenoid peg tt small-r #m (part number 1375.14.652), two bone screws ø6,5 h.25mm (part number 8420.15.020), smr glenosphere ø 36mm (part number 1374.09.111), smr small-r connector +4 (part number 1374.15.314), and converted the reverse humeral assembly to an anatomic hemiarthroplasty using adaptor 36mm for reverse body (part number 1352.15.200) and cta head dia46 (part number 1323.09.460). Surgery has been completed as intended. The patient is female, date of birth (B)(6) 1958. The event occurred in the united states.